Event description:
A customer reported to beckman coulter, inc. Of a leak from a bottle of synchron cx total protein reagent. There was no exposure to uncovered wounds or mucous membranes. No injury was reported, and medical attention was not sought. (B)(4) was reviewed and the facility has exposure control plan. There was no effect to patient or user.

Manufacturer narrative:
The crack at the bottom of the bottle caused the leakage. Photographs of damaged reagent kit were received. A replacement kit was sent to the customer.